Event description:
It was reported that a patient underwent an infusion therapy of IV oxaliplatin for 2 hours, infusion total volume: 544 milliliters (ml). Reportedly the infusion started at 10:39am and was not finished infusing at 12:30pm. The pump continued to run till end at 1:30pm. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The device history files from 2024-10-04 were investigated. A new therapy was selected and the infusion started with a rate of 272ml/h and a volume of 544ml over 2 hours. After two hours, the volume was reached and the kvo-mode (keep vein open) started. At this time, 544ml was infused. The infusion was stopped. No other abnormalities were found.